Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint. -patient was revised to address pain, highly elevated cobalt and chromium levels, significant metallosis, and malpositioning of the cup. Doi 2004 (cup); 2006 (liner); (B)(6) 2010 (head) - dor (B)(6) 2012 (right hip). **update** (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from discomfort, swelling in her leg, and difficulty sleeping. There is no new additional information that would affect the investigation. *update** (B)(4) 2013 - pfs and medical records received. Operative notes indicated that the patient suffered from corrosion and a failed metal on metal hip. The stem has now been added. The correct doi's for all of the products have been provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metal wear.